Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused bacterial peritonitis. The patient had low blood pressure which was considered to be a manifestation of the peritonitis. The patient was hospitalized for the reported event. It was unknown if the patient received any treatment for the peritonitis during their hospitalization. The patient was discharged about a week and a half after the admission. The following day, the patient discontinued pd therapy and switched to hemodialysis. The patient has recovered from the peritonitis. The hemodialysis therapy was ongoing and the pd therapy had not been resumed. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.